Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to complete insulin pump rewound. Customer reported that the drive support cap appears normal. Customer reported that the displacement test failed. Customer reported that they received another insulin pump error. Customer was able clear the alarm. Customer was able to complete insulin pump rewound. Customer reported that self test was passed. Customer reported that there was cracked to the both side of insulin pump and top screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Motor passed motor test. However, device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. Device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners.